Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation in(B)(6) 2017 after using the lifevest for approximately 1 month. The skin irritation was described as itchy with red circles. The patient's nurse recommended that the patient use cortisone cream to the skin irritation. During the call, the patient reported that they were not experiencing any current skin irritations or itchiness. The reported skin irritation had previously healed. There was no allegation that a device malfunction caused or contributed to the patient's reported skin irritation.